Event description:
On (B)(6) 2010, the pt's blood glucose levels were in the 200's mg/dl with "small" ketones; however, the pt did not have any symptoms of nausea/vomiting, abdominal pain, chest pain, or shortness of breath. The pt's mom stated that the pt has not made any changes to diet and exercise, but there is a virus going around the family. It was reported that the pt had 1 insulin injection via syringe on (B)(6) 2010 after a call was made to a rn educator. No other blood glucose results were provided. The animas rep walked the pt's mom through troubleshooting and noted the following: the pt's mom confirmed that the insulin was within date, there were no air bubbles in the tubing, the cannula was not bent/kinked, and there was no irritation/redness or leakage at the skin site. It was discovered that the pump's date setting was off by 1 day and that there was only 1 bolus for (B)(6) 2010 at 11:25 pm. The pt's mother denied changing the pump's battery on (B)(6) 2010. The animas rep assisted the pt's mom with correcting the pump's date setting. There was no indication that the pump malfunctioned; however, this complaint is being reported because the pt allegedly developed hyperglycemia with ketones while the pump was set to the incorrect date setting.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 23 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery (bt1) found to be leaking. A (B)(4) test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Black box shows the time and date reset to default following power on resets. Dates in total daily dose history are incongruent changing from (B)(6) 20/12. Daily insulin delivery totals are inconsistent due to time and date issues.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.